Event description:
Revision surgery - due to patient unstable.

Manufacturer narrative:
The agent reported patient unstable. Complaint has been evaluated and is similar to report number 1644408-2023-00751; 942-01-40k, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.